Manufacturer narrative:
A customer from (B)(6), (B)(6), alleged a result discrepancy when testing with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 lot g07807 compared to a competitor assay. Based on all of the information provided in the case it supports that the test is functioning as intended. Although unknown, it is likely the discrepancy alleged by the customer is likely due to a sample specific issue and the difference in technologies being compared. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), (B)(6), alleged a result discrepancy when testing with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 lot g07807 compared to results with viasure-sars-cov-2 ref: vs-nco212h generated on the perkin elmer system. Both results were generated from a single sample collection sent from the ministry of health lab to be used to evaluate the customer¿s 6800 system and no patient information for these samples is available. The other 10 samples sent from the ministry of health lab generated the same results on the perkin elmer system as the cobas® 6800 system. The customer used cotton swabs to collect the sample and used a home made viral transport medium, both of which are not recommended in the cobas® sars-cov-2 method sheet. According to the products¿ instructions for use, the user should: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt); and collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of 0.9% physiological saline. There is no sample remaining so no retest was performed on the cobas® 6800 system. Although unknown, it is likely there are some differences between the two technologies that could have contributed to the discrepant results alleged. Additionally the sample tested could be near the limit of detection of the test. The controls in the run performed within acceptable ranges and no major shifts or suppression was observed in the controls. Based on all of the information provided in the case it supports that the test is functioning as intended. Although unknown, it is likely the discrepancy alleged by the customer is likely due to a sample specific issue and the difference in technologies being compared.